Event description:
(B)(4). Very pain full period filled up a menstrual cup in a half hour and noticed that a small spring was in the cup. Pieces of coil continually are coming out of me during my period.